Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/ pain/ pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), urinary tract infection ("urinary tract infection"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), gastrooesophageal reflux disease ("acid reflux"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection") and urticaria ("small hives"). The patient was treated with surgery ( partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, nausea, asthenia, sensory loss, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, vaginal infection, urticaria, vision blurred and irritable bowel syndrome outcome was unknown, the joint stiffness, back pain, abdominal pain upper and arthralgia had not resolved and the rash papular, migraine, dyspareunia and peripheral swelling had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, hot flush, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, pelvic pain, peripheral swelling, rash papular, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs and mr received. Events were added (small hives, blurred vision and ibs). Onset date of some events added. Outcome of some events updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/ pain/ pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's medical history included asthma. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection"), urticaria ("small hives"), headache ("headaches") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, nausea, asthenia, sensory loss, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, vaginal infection, urticaria, vision blurred, irritable bowel syndrome, weight increased and bacterial vaginosis outcome was unknown, the joint stiffness had not resolved and the back pain, rash papular, migraine, dyspareunia, peripheral swelling, abdominal pain upper, arthralgia and headache had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, headache, hot flush, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, pelvic pain, peripheral swelling, rash papular, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2018: events- "weight gain, bacterial vaginosis", medical condition added from pfs. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/ pain/ pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), alopecia ("loss of hair"), back pain ("back pains"), fatigue ("fatigue"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), hot flush ("hot flashes"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), asthenia ("weakness"), sensory loss ("some loss of sensation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("blear vision"), weight decreased ("weight loss"), gastrooesophageal reflux disease ("acid reflux"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent a hysterectomy / partial hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dizziness, joint stiffness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, rash papular, nausea, asthenia, sensory loss, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, weight decreased, gastrooesophageal reflux disease, peripheral swelling, dyspnoea and vaginal infection outcome was unknown, the back pain and abdominal pain upper was resolving, the migraine had resolved and the arthralgia had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, hot flush, joint stiffness, migraine, nausea, panic attack, pelvic pain, peripheral swelling, rash papular, sensory loss, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs received:the event hot flashes, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder disorder, urinary problems, depressions, breakage of small bumps, migraines/headaches, nausea, weakness, some loss of sensation, dysmenorrhea, dyspareunia, vaginal discharge, blear vision, weight loss, acid reflux, swollen feet, stomach pain, shortness of breath, right hip pain, plaintiff had not undergone confirmation test added, concurrent condition, reporter, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/ pain/ pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection"), urticaria ("small hives") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, nausea, asthenia, sensory loss, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, vaginal infection, urticaria, vision blurred and irritable bowel syndrome outcome was unknown, the joint stiffness had not resolved and the back pain, rash papular, migraine, dyspareunia, peripheral swelling, abdominal pain upper, arthralgia and headache had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, headache, hot flush, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, pelvic pain, peripheral swelling, rash papular, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs received. Event: headaches were added. Outcome of stomach pain, back pain, hip pain, headache was updated to resolved/recovered. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/ pain/ pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection"), urticaria ("small hives") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, nausea, asthenia, sensory loss, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, vaginal infection, urticaria, vision blurred and irritable bowel syndrome outcome was unknown, the joint stiffness had not resolved and the back pain, rash papular, migraine, dyspareunia, peripheral swelling, abdominal pain upper, arthralgia and headache had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, headache, hot flush, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, pelvic pain, peripheral swelling, rash papular, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/ pain/ pelvic pain') in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's medical history included asthma. Concurrent conditions included overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection"), urticaria ("small hives"), headache ("headaches"), infrequent bowel movements ("hardly have bowel movements"), retching ("gag"), enlarged uvula ("uvula is swollen"), paraesthesia ("tickling feeling") and vertigo ("vertigo"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, urinary tract infection, bladder disorder, urinary tract disorder, rash papular, migraine, dyspareunia, vaginal discharge, peripheral swelling, abdominal pain upper, arthralgia, vaginal infection and headache had resolved, the autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, female sexual dysfunction, depression, nausea, asthenia, sensory loss, dysmenorrhoea, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, urticaria, vision blurred, irritable bowel syndrome, weight increased, bacterial vaginosis, infrequent bowel movements, retching, enlarged uvula, paraesthesia and vertigo outcome was unknown and the joint stiffness had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, enlarged uvula, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, headache, hot flush, infrequent bowel movements, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, paraesthesia, pelvic pain, peripheral swelling, rash papular, retching, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vertigo, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Leave taken from this job or other job for medical reasons- partial hysterectomy. Patient received treatment for pain, bleeding, urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- vertigo. Reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/ pain/ pelvic pain") and autoimmune disorder ("autoimmune reaction") in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and gastrooesophageal reflux disease ("acid reflux"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection"), urticaria ("small hives") and headache ("headaches"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, nausea, asthenia, sensory loss, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, vaginal infection, urticaria, vision blurred and irritable bowel syndrome outcome was unknown, the joint stiffness had not resolved and the back pain, rash papular, migraine, dyspareunia, peripheral swelling, abdominal pain upper, arthralgia and headache had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, headache, hot flush, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, pelvic pain, peripheral swelling, rash papular, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). Essure was removed. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/ pain/ pelvic pain') in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's medical history included asthma. Concurrent conditions included overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection"), urticaria ("small hives"), headache ("headaches"), infrequent bowel movements ("hardly have bowel movements"), retching ("gag"), enlarged uvula ("uvula is swollen") and paraesthesia ("tickling feeling"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, urinary tract infection, bladder disorder, urinary tract disorder, rash papular, migraine, dyspareunia, vaginal discharge, peripheral swelling, abdominal pain upper, arthralgia, vaginal infection and headache had resolved, the autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, female sexual dysfunction, depression, nausea, asthenia, sensory loss, dysmenorrhoea, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, urticaria, vision blurred, irritable bowel syndrome, weight increased, bacterial vaginosis, infrequent bowel movements, retching, enlarged uvula and paraesthesia outcome was unknown and the joint stiffness had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, enlarged uvula, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, headache, hot flush, infrequent bowel movements, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, paraesthesia, pelvic pain, peripheral swelling, rash papular, retching, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Leave taken from this job or other job for medical reasons- partial hysterectomy. Patient received treatment for pain, bleeding, urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, urinary/bladder problems were updated as recovered/resolved. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/ pain/ pelvic pain') in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's medical history included asthma. Concurrent conditions included overweight. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs") and was found to have weight decreased ("weight loss"). In (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection"), urticaria ("small hives"), headache ("headaches"), infrequent bowel movements ("hardly have bowel movements"), retching ("gag"), enlarged uvula ("uvula is swollen") and paraesthesia ("tickling feeling"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, nausea, asthenia, sensory loss, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, vaginal infection, urticaria, vision blurred, irritable bowel syndrome, weight increased, bacterial vaginosis, infrequent bowel movements, retching, enlarged uvula and paraesthesia outcome was unknown, the joint stiffness had not resolved and the back pain, rash papular, migraine, dyspareunia, peripheral swelling, abdominal pain upper, arthralgia and headache had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, enlarged uvula, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, headache, hot flush, infrequent bowel movements, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, paraesthesia, pelvic pain, peripheral swelling, rash papular, retching, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Leave taken from this job or other job for medical reasons- partial hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: pfs received. Concomitant drug added. Event outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain/ pain/ pelvic pain') in a 37-year-old female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff had not undergone confirmation test". The patient's medical history included asthma. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced alopecia ("loss of hair"), fatigue ("fatigue"), hot flush ("hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), depression ("depressions"), rash papular ("breakage of small bumps"), migraine ("migraines/headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and irritable bowel syndrome ("ibs") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), back pain ("back pains"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious"), panic attack ("panic attacks"), asthenia ("weakness"), sensory loss ("some loss of sensation"), visual impairment ("blear vision"), peripheral swelling ("swollen feet"), abdominal pain upper ("stomach pain"), dyspnoea ("shortness of breath,"), arthralgia ("right hip pain"), vaginal infection ("vaginal infection"), urticaria ("small hives"), headache ("headaches"), bacterial vaginosis ("bacterial vaginosis"), infrequent bowel movements ("hardly have bowel movements"), retching ("gag"), enlarged uvula ("uvula is swollen") and paraesthesia ("tickling feeling"). The patient was treated with surgery (partial hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dizziness, alopecia, fatigue, gastric disorder, decreased appetite, dehydration, anxiety, panic attack, hot flush, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, nausea, asthenia, sensory loss, dysmenorrhoea, vaginal discharge, visual impairment, weight decreased, gastrooesophageal reflux disease, dyspnoea, vaginal infection, urticaria, vision blurred, irritable bowel syndrome, weight increased, bacterial vaginosis, infrequent bowel movements, retching, enlarged uvula and paraesthesia outcome was unknown, the joint stiffness had not resolved and the back pain, rash papular, migraine, dyspareunia, peripheral swelling, abdominal pain upper, arthralgia and headache had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, decreased appetite, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, enlarged uvula, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, headache, hot flush, infrequent bowel movements, irritable bowel syndrome, joint stiffness, migraine, nausea, panic attack, paraesthesia, pelvic pain, peripheral swelling, rash papular, retching, sensory loss, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal infection, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: pathology report: gross description : a metallic wire is noted extending the proximal end. Leave taken from this job or other job for medical reasons- partial hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event hardly have bowel movements, gag, uvula is swollen, tickling feeling added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/ pain/ pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dizziness ("dizziness and light-headedness"), joint stiffness ("stiffness in right hip"), alopecia ("loss of hair"), headache ("headaches"), back pain ("back pains"), fatigue ("fatigue"), gastric disorder ("gastric problems"), decreased appetite ("loss of appetite"), dehydration ("dehydration,"), anxiety ("anxious") and panic attack ("panic attacks"). The patient was treated with surgery (underwent a hysterectomy/partial hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, dizziness, joint stiffness, alopecia, headache, back pain, fatigue, gastric disorder, decreased appetite, dehydration, anxiety and panic attack outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, decreased appetite, dehydration, dizziness, fatigue, gastric disorder, headache, joint stiffness, panic attack and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The symptoms continued and she sought treatment on multiple occasions for all the symptoms. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow up from summons received-event dizziness and light-headedness, pain and stiffness in right hip, loss of hair, headaches, back pains, fatigue, gastric problems, loss of appetite, weight loss, dehydration anxious and panic attacks was added. Essure start and stop date was updated. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.